Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Possible root cause could have been due to clinical status, comorbidities, and pharmacological factors, that are possible contributing factors to this type of event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient suffered a massive cerebral vascular accident (cva) in (B)(6) of 2015, exact date not known. The patient was admitted to the hospital where support was withdrawn and patient expired on (B)(6) 2015. It was stated that all the equipment was disposed of by the hospital. It was reported from the site that no additional information would be made available by the site.